Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r.

Event description:
During device preparation for af procedure, the catheter was unable to connect to the system. The following error message appeared: ¿this catheter has been used in other patient". The catheter was replaced and the issue was resolved. There were no adverse patient consequences.

Manufacturer narrative:
The returned device was inadvertently programmed during manufacturing, consistent with a loss in contact force functionality and with the reported event.